Event description:
It was reported that there was oversensing of noise exhibited by this right ventricular (rv) lead. Technical services (ts) reviewed device episode data and confirmed oversensing and recommended a chest x-ray. Clinician noted that a chest x-ray was performed and noted that the leads were close to each other. Ts suggested reprogramming right ventricular (rv) lead sensitivity as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.